Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was not able to reproduce the fiber optic issue. The fse performed a fiber optic test numerous times without any issues thus no problem was found. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was not able to reproduce the fiber optic issue. The fse performed a fiber optic test numerous times without any issues thus no problem was found. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was in need of a fiber optic cable repair. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.